Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04898 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and possible loosening, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing resulting in false atrial tachycardia/atrial fibrillation (at/af). In addition, the right ventricular (rv) lead exhibited oversensing. The leads remain in use. No patient complications have been reported as a result of this event.